Event description:
It was reported that the 9000 system had a charger failure error message and small image prior to a biopsy procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was found to be closed, this was adjusted. The charger failure could not be duplicated. The system was tested and found to be working as intended and put back into service.